Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and suicide attempt ("suicidal attempts") in a (B)(6) female patient who had essure (batch no. B06101) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menses irregular. Previously administered products included for an unreported indication: yazmine from 2009 to 2010. Concurrent conditions included oligomenorrhea, polycystic ovarian syndrome, ovarian cyst, back pain and leg pain. Concomitant products included alprazolam, clonazepam, hydrocodone, levonorgestrel (mirena), metformin, paracetamol (tylenol) and sertraline (zoloft). In 2013, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), vaginal infection ("vaginal infection"), back pain ("lower back pain") and dyspareunia ("intercourse pain"). In 2016, the patient experienced fungal infection ("yeast infection"). In (B)(6) 2017, the patient experienced weight increased ("weight gain"). On (B)(6) 2017, 3 years 7 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2017, the patient experienced suicide attempt (seriousness criterion medically significant), depression ("depression"), female sexual dysfunction ("apareunia"), urinary tract disorder ("urinary problem") and bladder disorder ("bladder problem"). On an unknown date, the patient experienced pelvic pain ("persistent pelvic pain"), menstrual disorder ("menstrual bleeding"), hormone level abnormal ("hormonal changes"), headache ("headache"), acne ("acne"), cystitis ("bladder infection") and nervous system disorder ("neurological conditions or problems"). The patient was treated with surgery (robotically-assisted total laparoscopic hysterectomy, bilateral salpingectomies). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, suicide attempt, menstrual disorder, menorrhagia, vaginal haemorrhage, hormone level abnormal, headache, vaginal infection, depression, female sexual dysfunction, fungal infection, acne, nausea, weight increased, back pain, dyspareunia, urinary tract disorder, cystitis, bladder disorder and nervous system disorder outcome was unknown and the pelvic pain was resolving. The reporter considered acne, back pain, bladder disorder, cystitis, depression, device dislocation, dyspareunia, female sexual dysfunction, fungal infection, headache, hormone level abnormal, menorrhagia, menstrual disorder, nausea, nervous system disorder, pelvic pain, suicide attempt, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: essure device was successfully occluded most recent follow-up information incorporated above includes: on 15-mar-2018: plaintiff fact sheet and medical record: reporter, patient demographic, concomitant disease, historical conditions, essure lot number, essure removal date, events (abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, hormonal changes, hysterectomy (partial), infection (bladder/urinary tract/vaginal: bladder, migraines/headaches, migration of essure device: essure mislocation, nausea, neurological conditions or problems, pain, psychological or psychiatric problems: depression/suicidal attempts, rashes or skin conditions: acne, salpingectomy (bilateral removal of fallopian tubes), weight gain/loss: weight gain) were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration, migration of essure device location of device") and suicide attempt ("suicidal attempts") in a 27-year-old female patient who had essure (batch no. B06101) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menses irregular and premature baby (son was born 4 weeks premature). Previously administered products included for an unreported indication: yazmine from 2009 to 2010. Concurrent conditions included oligomenorrhea, polycystic ovarian syndrome, ovarian cyst, back pain and leg pain. Concomitant products included alprazolam, clonazepam, hydrocodone, levonorgestrel (mirena), metformin, paracetamol (tylenol) and sertraline (zoloft). On (B)(6) 2013, the patient had essure inserted. In january 2014, the patient experienced acne ("acne"). In 2015, the patient experienced menorrhagia ("menorrhagia, abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal vaginal bleeding, abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection"), back pain ("lower back pain") and dyspareunia ("intercourse pain"). In 2016, the patient experienced fungal infection ("yeast infection"). In february 2017, the patient experienced weight increased ("weight gain") and vaginal discharge ("vaginal discharge"). On (B)(6) 2017, 3 years 7 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2017, the patient experienced suicide attempt (seriousness criterion medically significant), depression ("depression"), female sexual dysfunction ("apareunia"), urinary tract disorder ("urinary problem") and bladder disorder ("bladder problem"). On an unknown date, the patient experienced pelvic pain ("persistent pelvic pain"), menstrual disorder ("menstrual bleeding"), hormone level abnormal ("hormonal changes"), headache ("headache"), nausea ("nausea"), cystitis ("bladder infection"), nervous system disorder ("neurological conditions or problems"), pain in extremity ("leg pain"), abdominal pain lower ("lower abdominal pain") and menstruation irregular ("irregular menses"). The patient was treated with surgery (robotically-assisted total laparoscopic hysterectomy, bilateral salpingectomies). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, suicide attempt, menstrual disorder, menorrhagia, vaginal haemorrhage, hormone level abnormal, headache, vaginal infection, depression, female sexual dysfunction, fungal infection, acne, nausea, weight increased, dyspareunia, urinary tract disorder, cystitis, bladder disorder, nervous system disorder, vaginal discharge, pain in extremity, abdominal pain lower and menstruation irregular outcome was unknown and the pelvic pain and back pain was resolving. The reporter considered abdominal pain lower, acne, back pain, bladder disorder, cystitis, depression, device dislocation, dyspareunia, female sexual dysfunction, fungal infection, headache, hormone level abnormal, menorrhagia, menstrual disorder, menstruation irregular, nausea, nervous system disorder, pain in extremity, pelvic pain, suicide attempt, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in august 2014: left tube occluded . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration, migration of essure device location of device"), suicide attempt ("suicidal attempts") and suicidal ideation ("suicidal thoughts") in a 27-year-old female patient who had essure (batch no. B06101) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular and premature baby (son was born 4 weeks premature). Previously administered products included for an unreported indication: yazmine from 2009 to 2010. Concurrent conditions included oligomenorrhea, polycystic ovarian syndrome, ovarian cyst, back pain and leg pain. Concomitant products included alprazolam, clonazepam, cyclobenzaprine hydrochloride (flexeril), hydrocodone, levonorgestrel (mirena), metformin, paracetamol (tylenol) and sertraline hydrochloride (zoloft). In july 2013, the patient experienced suicidal ideation (seriousness criterion medically significant). On (B)(6)2013, the patient had essure inserted. In august 2013, the patient experienced pelvic pain ("persistent pelvic pain"), depression ("depression"), dyspareunia ("intercourse pain"), menstruation irregular ("hormonal changes/irregular menses"), dysmenorrhoea ("dysmenorrhea(cramping)") and anaemia ("anemia"). In january 2014, the patient experienced acne ("acne"). In january 2015, the patient experienced menorrhagia ("menorrhagia, abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal vaginal bleeding, abnormal bleeding (vaginal)"). In 2015, the patient experienced vaginal infection ("vaginal infection") and back pain ("lower back pain"). In 2016, the patient experienced fungal infection ("yeast infection"). In october 2016, the patient experienced urinary tract infection ("urinary tract infection"). In february 2017, the patient experienced vaginal discharge ("vaginal discharge"). In 2017, the patient experienced suicide attempt (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), urinary tract disorder ("urinary problem") and bladder disorder ("bladder problem"). On(B)(6)2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 years after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), headache ("headache"), nausea ("nausea"), cystitis ("bladder infection"), nervous system disorder ("neurological conditions or problems"), pain in extremity ("leg pain") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotically-assisted total laparoscopic hysterectomy, bilateral salpingectomies). Essure was removed on(B)(6) 2017. At the time of the report, the device dislocation, suicide attempt, suicidal ideation, menstrual disorder, headache, vaginal infection, depression, female sexual dysfunction, fungal infection, acne, nausea, weight increased, dyspareunia, urinary tract disorder, cystitis, bladder disorder, nervous system disorder, vaginal discharge, pain in extremity, abdominal pain lower, menstruation irregular, urinary tract infection, dysmenorrhoea and anaemia outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage and back pain had resolved. The reporter considered abdominal pain lower, acne, anaemia, back pain, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, fungal infection, headache, menorrhagia, menstrual disorder, menstruation irregular, nausea, nervous system disorder, pain in extremity, pelvic pain, suicidal ideation, suicide attempt, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in august 2014: results: unilateral occlusion (left tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: event "anemia and dysmenorrhea were added, previously reported events- "lower back pain, persistent pelvic pain, menorrhagia, abnormal bleeding (menorrhagia), abnormal vaginal bleeding, abnormal bleeding (vaginal)" outcome updated to "recovered / resolved" from pfs. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration, migration of essure device location of device'), suicide attempt ('suicidal attempts'), suicidal ideation ('suicidal thoughts') and blood loss anaemia ('anemia/blood or hear disorder/condition type: anemia/ anemia due to excessive bleeding') in a 23-year-old female patient who had essure (batch no. B06101) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular and premature baby (son was born 4 weeks premature). Previously administered products included for an unreported indication: yazmine from 2009 to 2010, depo provera and nexplanon. Concurrent conditions included oligomenorrhea, polycystic ovarian syndrome, ovarian cyst, back pain, leg pain, type 2 diabetes mellitus and asthma. Concomitant products included alprazolam, alprazolam (xanax), clonazepam, escitalopram oxalate (lexapro) since (B)(6) 2012, hydrocodone, levonorgestrel (mirena), metformin since (B)(6) 2012, paracetamol (tylenol) and sertraline hydrochloride (zoloft). In (B)(6) 2013, the patient experienced suicidal ideation (seriousness criterion medically significant). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("persistent pelvic pain"), menorrhagia ("menorrhagia, abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal vaginal bleeding, abnormal bleeding (vaginal)"), abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), blood loss anaemia (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced menstruation irregular ("hormonal changes/irregular menses"). On (B)(6) 2013, the patient experienced dyspareunia ("intercourse pain / dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced acne ("acne"). In 2015, the patient experienced vaginal infection ("vaginal infection") and back pain ("lower back pain"). In 2016, the patient experienced vulvovaginal mycotic infection ("yeast infection"). In (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2017, the patient experienced suicide attempt (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), urinary tract disorder ("urinary problem") and bladder disorder ("bladder problem"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), headache ("headache"), depression ("depression/ psychological or psychiatric problems condition: depression and anxiety, mental anguish"), nausea ("nausea"), cystitis ("bladder infection"), nervous system disorder ("neurological conditions or problems"), pain in extremity ("leg pain") and anxiety ("psychological or psychiatric problems condition: depression and anxiety and mental anguish"). The patient was treated with surgery (robotically-assisted total laparoscopic hysterectomy, bilateral salpingectomies). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, suicide attempt, suicidal ideation, menstrual disorder, headache, vaginal infection, depression, female sexual dysfunction, vulvovaginal mycotic infection, acne, nausea, weight increased, urinary tract disorder, cystitis, bladder disorder, nervous system disorder, vaginal discharge, abdominal pain lower, menstruation irregular, urinary tract infection, dysmenorrhoea, blood loss anaemia and anxiety outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage and back pain had resolved and the dyspareunia, pain in extremity and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, acne, anxiety, back pain, bladder disorder, blood loss anaemia, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, menstrual disorder, menstruation irregular, nausea, nervous system disorder, pain in extremity, pelvic pain, suicidal ideation, suicide attempt, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: if you have not had your essure removed, are you currently planning for essure removal? No (discrepancy) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: results:result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-may-2019: pfs received: new events "anxiety, abdominal pain" added, previously reported event "anemia" pt updated to "blood loss anaemia". Events onset date was updated. Outcome of events "leg pain and dyspareunia" was updated to "recovering/resolving". Concomitant drugs were added incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration, migration of essure device location of device"), suicide attempt ("suicidal attempts") and suicidal ideation ("suicidal thoughts") in a 27-year-old female patient who had essure (batch no. B06101) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menses irregular and premature baby (son was born 4 weeks premature). Previously administered products included for an unreported indication: yazmine from 2009 to 2010. Concurrent conditions included oligomenorrhea, polycystic ovarian syndrome, ovarian cyst, back pain and leg pain. Concomitant products included alprazolam, clonazepam, cyclobenzaprine hydrochloride (flexeril), hydrocodone, levonorgestrel (mirena), metformin, paracetamol (tylenol) and sertraline (zoloft). On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced suicidal ideation (seriousness criterion medically significant), depression ("depression"), dyspareunia ("intercourse pain"), menstruation irregular ("hormonal changes/irregular menses") and dysmenorrhoea ("dysmenorrhea"). In (B)(6)2014, the patient experienced acne ("acne"). In (B)(6)2015, the patient experienced menorrhagia ("menorrhagia, abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal vaginal bleeding, abnormal bleeding (vaginal)"). In 2015, the patient experienced vaginal infection ("vaginal infection") and back pain ("lower back pain"). In 2016, the patient experienced fungal infection ("yeast infection"). In (B)(6)2016, the patient experienced urinary tract infection ("urinary tractinfection"). In (B)(6)2017, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6)2017, 3 years 7 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2017, the patient experienced suicide attempt (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), urinary tract disorder ("urinary problem") and bladder disorder ("bladder problem"). On an unknown date, the patient experienced pelvic pain ("persistent pelvic pain"), menstrual disorder ("menstrual bleeding"), headache ("headache"), nausea ("nausea"), weight increased ("weight gain"), cystitis ("bladder infection"), nervous system disorder ("neurological conditions or problems"), pain in extremity ("leg pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (robotically-assisted total laparoscopic hysterectomy, bilateral salpingectomies). Essure was removed on (B)(6)2017. At the time of the report, the device dislocation, suicide attempt, suicidal ideation, menstrual disorder, menorrhagia, vaginal haemorrhage, headache, vaginal infection, depression, female sexual dysfunction, fungal infection, acne, nausea, weight increased, dyspareunia, urinary tract disorder, cystitis, bladder disorder, nervous system disorder, vaginal discharge, pain in extremity, abdominal pain lower, menstruation irregular, urinary tract infection and dysmenorrhoea outcome was unknown and the pelvic pain and back pain was resolving. The reporter considered abdominal pain lower, acne, back pain, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, fungal infection, headache, menorrhagia, menstrual disorder, menstruation irregular, nausea, nervous system disorder, pain in extremity, pelvic pain, suicidal ideation, suicide attempt, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2014: unilateral occlusion (left tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: plaintiff fact sheet received: event added are as follows- uti, dysmenorrhoea, suicidal thoughts. Events onset date added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration, migration of essure device location of device") and suicide attempt ("suicidal attempts") in a 27-year-old female patient who had essure (batch no. B06101) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menses irregular and premature baby (son was born 4 weeks premature). Previously administered products included for an unreported indication: yazmine from 2009 to 2010. Concurrent conditions included oligomenorrhea, polycystic ovarian syndrome, ovarian cyst, back pain and leg pain. Concomitant products included alprazolam, clonazepam, hydrocodone, levonorgestrel (mirena), metformin, paracetamol (tylenol) and sertraline (zoloft). On (B)(6) 2013, the patient had essure inserted. In january 2014, the patient experienced acne ("acne"). In 2015, the patient experienced menorrhagia ("menorrhagia, abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal vaginal bleeding, abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection"), back pain ("lower back pain") and dyspareunia ("intercourse pain"). In 2016, the patient experienced fungal infection ("yeast infection"). In february 2017, the patient experienced weight increased ("weight gain") and vaginal discharge ("vaginal discharge"). On (B)(6) 2017, 3 years 7 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2017, the patient experienced suicide attempt (seriousness criterion medically significant), depression ("depression"), female sexual dysfunction ("apareunia"), urinary tract disorder ("urinary problem") and bladder disorder ("bladder problem"). On an unknown date, the patient experienced pelvic pain ("persistent pelvic pain"), menstrual disorder ("menstrual bleeding"), hormone level abnormal ("hormonal changes"), headache ("headache"), nausea ("nausea"), cystitis ("bladder infection"), nervous system disorder ("neurological conditions or problems"), pain in extremity ("leg pain"), abdominal pain lower ("lower abdominal pain") and menstruation irregular ("irregular menses"). The patient was treated with surgery (robotically-assisted total laparoscopic hysterectomy, bilateral salpingectomies). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, suicide attempt, menstrual disorder, menorrhagia, vaginal haemorrhage, hormone level abnormal, headache, vaginal infection, depression, female sexual dysfunction, fungal infection, acne, nausea, weight increased, dyspareunia, urinary tract disorder, cystitis, bladder disorder, nervous system disorder, vaginal discharge, pain in extremity, abdominal pain lower and menstruation irregular outcome was unknown and the pelvic pain and back pain was resolving. The reporter considered abdominal pain lower, acne, back pain, bladder disorder, cystitis, depression, device dislocation, dyspareunia, female sexual dysfunction, fungal infection, headache, hormone level abnormal, menorrhagia, menstrual disorder, menstruation irregular, nausea, nervous system disorder, pain in extremity, pelvic pain, suicide attempt, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: left tube occluded most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet : the product and patient information updated. The events vaginal discharge, leg pain, lower abdominal pain, irregular menses added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration, migration of essure device location of device'), suicide attempt ('suicidal attempts'), suicidal ideation ('suicidal thoughts') and blood loss anaemia ('anemia/blood or hear disorder/condition type: anemia/ anemia due to excessive bleeding') in a 23-year-old female patient who had essure (batch no. B06101) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular and premature baby (son was born 4 weeks premature). Previously administered products included for an unreported indication: yazmine from 2009 to 2010, nexplanon, depo provera and depo provera. Concurrent conditions included oligomenorrhea, polycystic ovarian syndrome, ovarian cyst, back pain, leg pain, type 2 diabetes mellitus and asthma. Concomitant products included alprazolam, alprazolam (xanax), clonazepam, escitalopram oxalate (lexapro) since (B)(6) 2012, hydrocodone, levonorgestrel (mirena), metformin since (B)(6) 2012, paracetamol (acetaminophen), paracetamol (tylenol) and sertraline hydrochloride (zoloft). In (B)(6) 2013, the patient experienced suicidal ideation (seriousness criterion medically significant). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("persistent pelvic pain/ pain pelvic"), menorrhagia ("menorrhagia, abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal vaginal bleeding, abnormal bleeding (vaginal)"), abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), blood loss anaemia (seriousness criterion medically significant) and abdominal pain ("abdominal pain/ pain abdominal"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced dyspareunia ("intercourse pain / dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced depression ("depression/ psychological or psychiatric problems condition: depression and anxiety, mental anguish"), menstruation irregular ("hormonal changes/irregular menses") and anxiety ("psychological or psychiatric problems condition: depression and anxiety and mental anguish"). In january 2014, the patient experienced acne ("acne"). In 2015, the patient experienced vaginal infection ("vaginal infection") and back pain ("lower back pain"). In 2016, the patient experienced vulvovaginal mycotic infection ("yeast infection"). In (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2017, the patient experienced suicide attempt (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), urinary tract disorder ("urinary problem") and bladder disorder ("bladder problem"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), headache ("headache"), nausea ("nausea"), cystitis ("bladder infection"), nervous system disorder ("neurological conditions or problems") and pain in extremity ("leg pain"). The patient was treated with surgery (robotically-assisted total laparoscopic hysterectomy, bilateral salpingectomies). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, suicide attempt, suicidal ideation, menstrual disorder, headache, depression, female sexual dysfunction, vulvovaginal mycotic infection, acne, nausea, weight increased, nervous system disorder, abdominal pain lower, menstruation irregular, dysmenorrhoea, blood loss anaemia and anxiety outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage, vaginal infection, back pain, urinary tract disorder, cystitis, bladder disorder, vaginal discharge and urinary tract infection had resolved and the dyspareunia, pain in extremity and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, acne, anxiety, back pain, bladder disorder, blood loss anaemia, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, menstrual disorder, menstruation irregular, nausea, nervous system disorder, pain in extremity, pelvic pain, suicidal ideation, suicide attempt, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: if you have not had your essure removed, are you currently planning for essure removal? No (discrepancy). Plaintiff revived treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: results:result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received, event outcome and rcc added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.